Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device was out of specification on the electromagnetic field immunity test due to the cable being out of electrical specification. Moving the cable caused telemetry to stop and start. It was also noted that the label was missing its backing. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.